Manufacturer narrative:
Device investigation narrative - two 72202901 footprint ultra pk 4.5 mm suture anchor devices returned. These devices are not serialized. The devices arrived unmarked, so we are unable to determine which device is aligned to which complaint number. They will be evaluated together and retained together. Both devices have the same lot number and were sent for the same complaint; ¿the anchor dislodged¿. There are no applicable clinical details conveyed such as procedure used for, bone quality, prep instrument and size. The evaluation is based upon physical condition of components received. The first device has an anchor attached to the device. There is no suture. The torque limiter is functional. Audible click is heard with advancement. After removal of the anchor it was found that the inner shaft is bent. With rotation of the torque limiter the distal end rotates off axis. Device number two was received with an anchor cracked into two pieces but attached to the inner shaft. There are loosened sutures attached as well. This anchor no longer seats on the inner shaft since it is visibly quite bent off axis. This is visible with no rotation required. This torque limiter is functional as well. Audible click is heard with advancement. Both devices have acquired damages that are symptomatic of off axis insertion attempts. Per the IFU: ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor dislodged. A backup device was available to complete the procedure. There was a reported short delay of less than 30 minutes. No patient impact associated with this event.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.